Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 20mm length lesion was located in a moderately tortuous and severely calcified lesion. While using a 1.25mm rotalink plus unit, the rpm's dropped from 145,000 rpm's to zero rpm's as the burr became stuck in the lesion. The physician was able to remove the burr and rotawire simultaneously with force. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 20mm length lesion was located in a moderately tortuous and severely calcified lesion. While using a 1.25mm rotalink plus unit, the rpm's dropped from 145,000 rpm's to zero rpm's as the burr became stuck in the lesion. The physician was able to remove the burr and rotawire simultaneously with force. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit was returned to site connected together. The guidewire was returned inserted in the plus unit. The guidewire was removed without any difficulty. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. A guidewire was inserted into the returned plus unit. No issue was noted on the loading of the guidewire onto the plus unit. No issue was noted during the wet test of the plus unit. The burr was microscopically examined; the burr was within specification. A scratch test was performed to confirm if the returned burr's cutting action was acceptable. This confirmed that the burr's cutting action was acceptable. No issues were noted with the plus unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).